Event description:
Since my surgery, I have visited my doctor a number of times and have mentioned that my hip replacement squeaks. The sound is also apparent by my family members. My hip replacement was performed (B)(6) 2003. The hip was a cermanic stryker replacement. I shall list the parts numbers in the next section of lab data. It sounds like a rusty door hinge or a mouse and/or a combination of the two. As early as (B)(6) 2003, I had follow up, out pt check up and in office x-rays. As recent as (B)(6) 2012, I have had office visit and in house x-ray of both hips.